Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens and clear surgical residue on the lens. Visual inspection found the haptic torn and residue on the lens. Patient code 3191: no code available (unstable vision). Patient code: 2330 should have been included. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -9.50/2.50/82, implantable collamer lens tore/ broke during injection/ delivery into the right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was removed and replaced, and the problem resolved. There was no patient injury. The reporter stated "before implanting the lens, I decided it would be okay even though I recognized there was a crack on the lens. A few days later, the patient felt uncomfortable so, I suspected the cause of the crack and replaced it with a new lens. Completed the surgery although a crack was seen around a footplate after inserting in the anterior chamber. At 3day post-op, decided to replace it with new lens because the patient complained of the unstable vision."